Event description:
Vns pt experienced an increase in seizure activity over previous efficacy with vns therapy that resulted in 2 visits to hosp emergency room. The pt's pre-vns seizure frequency is documented as being approx 120 seizures per month. With the vns therapy, the pt's seizure frequency was significantly reduced to approx 2 seizures per year. Since the seizure increase began, the pt experienced 9 seizures during a two-week period that resulted in two visits to hosp emergency room. Device diagnostic testing was within normal limits, indicating proper device function. The elective replacement indicator was no, indicating that the generator had not reached end of service. The pt underwent generator replacement because treating neurologist believed that the original generator may have been nearing end of service.